Event description:
It was reported that 10 bd alaris¿ smartsite¿ gravity sets' tubing had kinks/knots in them when removed from the packaging. The following information was provided by the initial reporter: "when the IV tubing is removed from the packaging, the tubing knots up. It puts two to three notes per set. They are tight knots and frustrating for the clinical staff that must unknot them prior to use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint of tubing being in knots out of packaging was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review for model 10802688 lot number 22109301 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 18oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.